Manufacturer narrative:
The customer called technical support to report that the display was blank as the device could not be powered on. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the power management (pm) printed circuit board assembly (pcba) was defective and needed to be replaced. A service quote was sent to the customer for approval, but the customer has not accepted the quote yet. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank as the device could not be powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was blank. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the power management (pm) printed circuit board assembly (pcba) was defective and needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: the customer called technical support to report that the display was blank as the device could not be powered on. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the power management (pm) printed circuit board assembly (pcba) was defective and needed to be replaced. A service quote was sent to the customer for approval, but the customer has not accepted the quote yet. Per good faith effort (gfe) response, the customer actually declined service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.